Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor, no communication between the insulin pump and the tansmitter, keypad/button unresponsive and lost settings. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the device. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No loss of settings noted. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Intermittent response from all buttons due to corroded keypad traces. Unit successfully downloaded to thump. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 01/14/2025 03:14:18.000 in pump downloaded history. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case (battery tube). Pump passed functional testing. No loss of settings or stuck button alarm noted. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.